Event description:
It was reported the patient presented with severe pain to the right-sided pacemaker site. The implantable pulse generator (ipg) system was explanted and replaced with an implantable cardiac monitor. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).